Event description:
It was reported that the patient was revised due to undersized implant, loosening, and infection approximately 3 years post implantation. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: catalog number: 11-300914, lot number: 197870, brand name: arcos 14x190mm spl. Catalog number: 110010268, lot number:6512821, brand name: g7 osseoti multihole. Catalog number:11-301321, lot number:835680, brand name: arcos con sz a std. Catalog number:010000859, lot number: 6197089, brand name: g7 neutral e1 liner. Catalog number:650-0662, lot number:2018060606, brand name: delta ceramic fem hd. Catalog number:00223200418, lot number:64479179, brand name: cerclage cable. Catalog number:00223200418, lot number:64297449, brand name: cerclage cable. Catalog number:00223200418, lot number:64245448, brand name: cerclage cable. Multiple reports were submitted along with this report 0001825034-2022-00497, 0001825034-2022-00498. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - stem. Visual examination of the provided pictures identified the head, cone body, and distal stem are all still assembled, the head appears to have some scuff marks identified as a black marking, the cone body and distal stem have bone debris still attached in some locations. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified no signs of loosening, wear, radiolucency, or any other contributing factors such as malalignment that would cause issues with any of the components . Implant size appears appropriate. Reported event was unable to be confirmed. A review of the device history records identified no related deviations or anomalies during manufacturing. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. With the limited information about which components have the reported issues, and information obtained within the mmi report to support no problems indicated based on a single image view, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.